Manufacturer narrative:
The investigation determined that the customer is not processing samples per the sample collection tube manufacturer's recommendations. In addition, ocd field service investigated and made necessary repairs to the reagent metering and signal reagent subsystems, returning the vitros eciq to intended operation. The definitive root cause of the imprecise, falsely elevated vitros tropl es results is unknown, however, user error in pre-analytical sample handling and/or an instrument related issue that was repaired cannot be rule out.

Event description:
The customer observed imprecise and falsely elevated vitros tropl es results for multiple pt samples and a tropl es precision study processed on a vitros eciq system on multiple dates in (B)(6) and (B)(6) 2009. Biased results of the direction and magnitude observed could lead to inappropriate physician action. No erroneous results were reported outside the laboratory. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).